Manufacturer narrative:
(B)(4). Batch number: n55r40. The analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a distal pancreatectomy and spleenectomy procedure, it engaged about 0.5cm and then stopped; would not staple the pancreas and cannot be disengaged to try and used it again. Therefore they ended up opening another one which worked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.